Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient further reported a separate event that occurred on the day of contact, in which the cannula bent during insertion of a new infusion site, requiring early replacement. Visible kinks or damage noted to both the cannula and the tubing. The patient declined infusion site troubleshooting and confirmed that the infusion site and inserter from this event were retained and available for return. A return and replacement were processed with fedex overnight delivery, and the shipping address was verified. The operator of the device was lay user/patient. The event occurred during infusion. There was no patient injury. The issue was resolved. Patient details were provided: the patient is a 22 yr-old non-hispanic/latino female weighing 133 lbs.